Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42, while using the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for resetting the pump, assisting the caller through this process, and after the reset, the error did not reappear. The caller successfully began their sensor session afterward.